Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0205667424, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported a consumer¿s system was revised in 2015 to reposition the lead. It was noted that no components were replaced. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: 388928, lot# 0205667424, implanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional via representative reported the consumer was getting needle like pain in left buttock. Testing showed a <(><<)> 50 ohms for electrodes 1 and 3. It was decided to revise/replace the lead system, which was not returned b/c it would have been damaged upon removal and not useful for analysis. The consumer was subsequently happy with her system.